Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found full breach insulation degradation in one location adjacent to the connector boot exposing the outer coil. The reported event of oversensing was isolated to the exposure of the outer coil adjacent to the connector boot. The reported events of insulation damage and oversensing were confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise were observed on the right atrial (ra). During lead revision, the physician visually confirmed insulation damage of the ra lead. The lead was explanted and replaced. The patient was stable.